Event description:
Customer reported her adc blood glucose meter wasn't giving "good" results, noting that it frequently shows positive results for ketones even when they are negative. Customer further reported that on (B)(6), 2014 she received an unspecified result, indicating she was hyperglycemic with ketones. Customer adjusted her insulin pump in response to the reading and then went to a local healthcare facility. Upon arrival at the hospital she was diagnosed with hypoglycemia. It was further reported that a blood glucose reading of 91 mg/dl, with a ketone result of 0.55 mmol/l (a negative result), was received on the healthcare provider's meter, which was compared to a higher blood glucose result of 98 mg/dl, with an elevated ketone result of 1.37 mmol/l, received on the adc meter two hours later. Another hcp ketone reading was taken and again it was "negative". It is unknown, what if any, treatment was rendered at the hospital. Customer was advised to have her meter replaced. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The test strip lot number is unknown; hence the device manufacturer date for the reported test strip lot is unknown. The date entered is the date when the event occurred. All pertinent information available to abbott diabetes care has been submitted.